Event description:
This incident was reported by the patient's online retail location (1-800 contacts) as relayed by the end user, and limited information has been made available. This incident was reported by the patient as unspecified infection of the eye. The patient reports that beginning on (B)(6) 2026 they experienced redness after a short time of wear. The patient removed the lenses in the evening and the following day reports swelling and dryness. The patient waited approximately 1-2 days before seeking medication attention. Despite good faith efforts to obtain additional information, no further information has been received. As of the date of this report additional details of the event are unknown, including the type, nature, or severity of the alleged outcome, medical interventions or medications, and patient outcome. This event is being reported in an abundance of caution due to the allegation of an unspecified eye infection with limited event details, and the potential for serious or permanent injury, or the necessity of medical intervention or medication to prevent or preclude such occurrence associated with some ocular infections. Should further relevant medical information be made available, the manufacturer will provide these details in the applicable follow-up report. As it is unknown if the incident involved the right eye (od), left eye (os), or both eyes (ou), and the patient uses a different device/model in each eye, please refer to linked manufacturer report 2640128-2026-00011 for associated incident report.

Manufacturer narrative:
No device sample was returned for analysis; however, a lot number was provided for the device alleged to be involved in the event. Manufacturing records were reviewed and found no-issues or non-conformances. Based on the available information, no root cause could be established. The relationship between the coopervision device and the incident could not be confirmed. As it is unknown if the incident involved the right eye (od), left eye (os), or both eyes (ou), and the patient uses a different device/model in each eye, please refer to linked manufacturer report 2640128-2026-00011 for associated incident report.